Manufacturer narrative:
Medwatch with identifier (B)(6) is lot 24665632, medwatch with identifier (B)(6) is lot 24666632. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, on active system 1 using lot 24665632, 203 mg/dl on active system 2 using lot 24666632 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.